Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Statement should read: caller states patient received results of 44 mg/dl and 85 mg/dl within 10 minutes on the inform system while using comfort curve test strips. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Event description:
Caller states patient received results of 44 mg/dl and 85 mg/dl within 10 minutes on the advantage system while using comfort curve test strips. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.